Event description:
On (B)(6) 2021, a patient in australia underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2025, it was reported that the patient was admitted to the hospital and an abdominal x-ray indicated the j tube was twisted and required replacing. On (B)(6) 2025, peg/j tubing replacement was done. The patient was found to have a bezoar on the 9fr intestinal tube and at the bumper of the 15 fr peg tube. This caused the peg/j tube to retract inward on the outside of the patient and put tension on the triangle retention plate.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was explanted and not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.